Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that customer's blood glucose (bg) level was low. Customer declined to provide bg value and troubleshooting with tandem technical support.